Event description:
It was reported that a pt had his pump system explanted due to infection. After explantation, the medication was aspirated for waste. A volume discrepancy was also reported. The expected reservoir volume (erv) was 18 mls, but the actual reservoir volume(arv) was 36 mls. Per the reporter, the pt "never received any medication since implantation (B)(6) 2011." The pump was programmed to administer dilaudid (concentration 5.0 mg/ml; daily dose of 0.0310 mg/day) and bupivacaine (concentration 6.7 mg/ml; daily dose of 0.0415 mg/day). No pt injury was reported. The pt recovered without sequela. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.